Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Two implants and mounts were returned for investigation. However, one handpiece connector was reported but not returned. Visual evaluation of the as returned products identified that they were in good condition.functional testing was conducted. The implants/mounts were able to engage and disengage with an in-house mating handpiece connector as normal.pre-existing patient conditions, tooth location, x-ray, and implantation duration are not relevant to this investigation. Review of appropriate documentation: document reviewed: instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. D - sep 2020. Biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, under the section 'precautions', it is stated that improper technique may lead to device failure. DHR review: DHR could not be reviewed for the mdr10 since the lot number was unknown. Complaint history review: complaint history review by item number was conducted for the mdr10 dating back to 12 months from now. The complaint history reviewrevealed that there are no existing non-conformances /CAPA/hhe /d/ie/product holds for the reported product for similar events (complaint category keyword:disengaged). Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore mdr10 malfunction and the reported event could not be verified since the device was not returned and the exact details of event and condition of the products during the time of placement remain unknown and nonverifiable

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The following sections have been updated: b4: date of this report. B3: date of event unknown. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative. Event date reported on 0001038806-2021-01919 is incorrect. Event date has been updated to unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that the implants have fallen out because the mdr10 device did not hold them. The doctor confirms that the procedure was completed with another implants and that the patient did not suffer any negative impact on his health.